Manufacturer narrative:
All buttons functioned properly. However, a corroded keypad was found. No ramping numbers noted on the display. The insulin pump was received with a cracked reservoir tube lip, a cracked case near display window corners, and it was cracked on the display window.

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was 53 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.